Event description:
A surgeon reported an anterior radial tear from an incomplete capsulotomy noted in a patient's left eye during a cataract procedure. The tear did not extend to the posterior capsule. The procedure was completed without additional consequences to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).